Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2024, the patient lost consciousness in the car during a hypoglycemic episode. He got into an accident and was taken to the hospital by the ambulance. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. There was no documentation about the treatment provided. The patient was hospitalized for 2 days; at the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.